Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information and sample has been requested. A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The pneumatics module was replaced to address the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the pneumatics module. However, how or when the component became nonconforming cannot be determined conclusively. The consumable device history record (DHR) review was conducted. According to the device history record review, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. One lot had no anomaly found based on the DHR review. The product was released based on the manufacturer¿s acceptance criteria. No additional investigation is required based on DHR review. A complaint history examination indicates that there were no other complaints for this reported issue. One probe was returned for evaluation. The sample was visually inspected using 25x magnification and found to be visually conforming. The probe was disassembled and the components inspected. There is approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There are minor wear marks on the inner cutter. Actuation testing was performed and deemed initially nonconforming. After the inner cutter was touched, it then began to actuate. The root cause cannot be determined from this evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse indicated that the vitrectomy probe aspirated but failed to cut vitreous during the vitrectomy procedure. The procedure was completed with no harm to the patient. Additional information has been requested.